Event description:
This report is being filed after the subsequent review of the following journal article. Complications and outcomes of diaphyseal forearm fracture intramedullary nailing: a comparison of pediatric and adolescent age groups; jeffrey e. Martus, md, ryan k. Preston, ba, jonathan g. Shoenecker, md, phd, steven a. Lovejoy, md, neil e. Green, md, & gregory a, mencio, md; j pediatr orthop 2013; 3:598-607. This article is a retrospective review of pediatric forearm fractures treated from 1998 to 2008 at a single institution. During this time 4161 pediatric forearm fractures were non-operatively treated, 393 were treated with plate, cross-pin or intramedullary nailing. Of these 393 patients, 205 fractures in 203 patients were treated with titanium elastic nails. Of these 205 fractures, 199 fractures (97 percent of fractures) were treated with titanium elastic nails (synthes, (B)(4)); 2.0 and 2.5mm nails were the most commonly used diameters. Steinman pins or kirschner wires (other manufacturer) were utilized for percutaneous intramedullary fixation of the ulna in 6 fractures. The mean age was 9.7 years (range 1.7 to 16.2 years) with a mean follow-up of 42 weeks. Mean time from injury to nail implant was 5.9 days (range 0 to 25 days). Intramedullary nailing (imn) for pediatric forearm fractures produced good to excellent outcomes in 91 percent. Complications of grade 2 to grade 4 occurred in 17 percent. Children over the age of 10 years had a two-fold increase in complications over children under 10 years of age. Complications in this study included: asymptomatic delayed union (nine); superficial infections treated with oral antibiotics (ten); temporary, post-operative neurological deficits (six); prominent implants which resolved with elective implant removal (four); implant migration with nails removed (two); deep infections (two): one with mycobacteria fortitum osteomyelitis treated with implant removal, serial debridement and prolonged antibiotic therapy, the second with polymicrobial infection which cleared with serial debridement, antibiotics and local fasciocutaneous flap coverage of the wound and subsequent implant removal; refracture in association with a delayed union and treatment with plate fixation (one); loss of reduction with a single bone nailing and treatment with plate fixation (one); implant migration with implant removal (three); buried ulnar nail and non-septic olecranon bursitis with subsequent bursectomy (one); compartment syndrome treated with volar fasciotomies (three), two of whom underwent split thickness skin grafting; radioulnar synostosis associated with delayed union (two); debridement, pin fixation of the distal radius fracture and both bone imn ((B)(6) female); closed reduction and both bone imn ((B)(6) female); and extensor pollicus longus (epl) tendon rupture 4 weeks after routine implant removal, treated with extensor indicis proprius to epl transfer (one). This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
This report is submitted for 16 elective implant removal. This report is for unknown titanium elastic nails (ten). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).